Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 507 mg/dl. The customer delivered a bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. Reportedly, the customer is on a new medication for back pain. The customer reported changing out the cartridge every 2.5 days. Cts reminded customer of the labeling instructions for humalog insulin. Customer changed out the infusion site and resumed insulin. A recommendation was made for the customer to contact healthcare provider to discuss factors that may affect bg level.